Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no nonconformities in the DHR related to the reported event. A company service representative performed an evaluation of the iabp. The reported problem could not be duplicated. The system was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp shut down. The customer switched the power off and then on. The iabp rebooted and therapy was continued on the same iabp. No patient injury was reported.